Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 for one week and then again on (B)(6) 2015. Customer was not sure of blood glucose levels. Customer was hospitalized due to kidney and liver failure. Customer reported of being confused and the passed out and was taken to the hospital. Customer was hospitalized until (B)(6) 2015. Customer was wearing insulin pump at the time of hospitalization. Customer will send back two reservoir that was to have been sent back before hospitalization. Customer declined troubleshooting for high or low blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.